Event description:
The customer reported via phone call that they were experienced low blood glucose. Blood glucose level at the time of the incident was 42 mg/dl and 56 mg/dl treated with food and drink. Insulin pump had crack retainer ring and reservoir was able to lock into place. Customer had symptoms related to the event was shaking, sweating, anxiety, inability to follow simple commands, weakness and fatigue. Customer has been using the insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was active at the time of low blood glucose event. Customer alleged insulin pump was over delivering because this was as per the health care provider. Customers last blood glucose reading was 138 mg/dl. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.